Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-736a-(B)(4): the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the fiber is broken within the outer flow tubing forward of the control knob, between distal tip and control knob, and exhibits indication of bending, crushed, and no melting at break location; the fiber was tested with hene laser fixture, aim beam is present at break location; the outer flow tubing open end exhibits minor scratch marks. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending

Event description:
It was reported during bph procedure at 320,134 joules and 34:58 mins of use, laser suddenly showed on screen that fiber had expired. No one was close to the laser at the time reported. The fiber tip (cap) was not cleaned during the procedure the procedure was completed using second fiber. Patient outcome: "ok" reported. No injury to patient was reported.

Manufacturer narrative:
Amended product evaluation probable root cause: probable root cause: based on the device analysis, the product complaint "fiber expired" could not be confirmed; broken fiber was observed; the probable root cause of the failure is: excessive bending and heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.